Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited diagnostic anomaly. The intervention and patient condition were unknown.